Event description:
It was reported that "revision due to extreme bone loss and fractured cement mantle, loose prosthesis".

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.